Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a holter monitor electrocardiogram (ECG). It was noted that the pacemaker exhibited a variable paced rate lower than the base rate. The cause of the lower rate was not known. Although oversensing may be a cause this was not confirmed as additional observation of stored electrocardiograms (egms) was needed. Programming changes were not recommended but a change to episode settings was advised in hopes of obtaining additional stored episodes for review. Premature ventricular contractions, atrial fibrillation and dizziness were noted although it is not known whether this was related to the reported event. No other symptoms were reported.